Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shock lead impedance on this implantable cardioverter defibrillator (ICD) had risen to high and out-of-range in one vector. A boston scientific technical services (ts) consultant discussed that this was likely due to lead calcification and went over testing suggested if impedance rises further. No adverse patient effects were reported. This device remains in service.